Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on the display screen, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported the insulin pump alarmed button error. Customer did not know her blood glucose reading. Customer states alarmed occurred in the night, her husband is the one that heard the alarm and woke her. Customer changed out the battery and it did not work. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.